Event description:
Reference number (B)(4). Event occurred in canada. This MDR is being submitted for an unknown number of devices in which the issue was experienced. It was reported that patient faced infusion sets cannula crimped. These events occurred on 01-sep-2021. These events occurred after three hours of insertion. Insertion site was abdomen. Patient experienced pain at insertion site. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.